Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A thorax CT scan with intravenous contrast was conducted which revealed a hypodensity within the proximal portion of the outflow graft. Cardiomegaly was observed with trace pericardial effusion and severe artery calcification. A small loculated left pleural effusion was observed, but no pneumothorax was identified. An echocardiogram (echo) ramp study was conducted on 06nov2023. The study revealed that although there were no identifiable left ventricular (lv) wall motion abnormalities, sensitivity was decreased by poor endocardial detection. Lv systolic function was severely reduced, and the lv had an estimated ejection fraction (ef) in the range of 10 ¿ 15%. The diastolic function of the lv was unable to be assessed due to the lvas. The patient¿s right ventricle (rv) was found to be dilated and the lv was found to be a normal size. The ramp study also revealed that the patient experienced mild aortic insufficiency and mild tricuspid regurgitation. It was reported that the outflow graft thrombus formation did not resolve, so the patient¿s by-mouth blood thinner medication and international normalized ratio (inr) were increased.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The reported outflow graft thrombosis could not be confirmed as no product was returned for evaluation, and no images were provided by the account. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 09dec2023 through 13dec2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), pump thrombosis, and pericardial fluid collection, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with chest pain, shortness of breath, and a recent computed tomography (CT) scan concerning proximal outflow graft thrombosis. The indication for the CT was reported to be driveline exit site drainage. An echocardiogram ramp study revealed mild aortic insufficiency. On interrogation of the patient's controller, no alarms or pump stoppages were found. A review of the log file revealed a few clusters of pulsatility index (pi) events. The patient's aspirin was increased to 325 mg daily and international normalized ratio (inr) goal was increased to 2.5-3.5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.